Event description:
This 52 yr old male had the original pacemaker placed in 1987 for sick sinus syndrome. Due to not being seen in pacemaker clinic for over 2 yrs, he was called into the clinic for a check at which time xray revealed a fractured lead. Ultrasound demonstrated that both the proximal & distal ends of the now fractured lead to be bound down & immobile, which is presumably why he did not experience manifestations of a free lead. It is apparent the pt does not need his pacemaker very often. The battery appeared to have life left. The proximal 3rd lead & pacemaker generator were removed without difficulty.